Manufacturer narrative:
The device was received for evaluation. A review of the event history log (ehl) was performed which confirmed an infusion of d5w with a programmed rate of 100 ml/hr on the event date provided. The ehl does not show any evidence of a system error 350 occurring during this infusion however there are three (3) events of a system error 345 (thermistor disparity) alarm on the reported event date. Functional testing of the device was performed which did not duplicate a system error 345. A test infusion was performed to monitor the temperature of the thermistors with no issues found. Visual inspection did find the ultrasonic sensor damaged around the upstream thermistor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue of system error 350 was determined to be a system error 345 based on ehl review of the event date and observation of damage to the upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 350 (optical sensor rail error) during a primary infusion of d5w (dextrose 5% in water) at the medical surgical unit. The infusion was programmed to run 100 cc/hr and two hours into the infusion the pump started beeping. There was no patient injury or medical intervention related to this event. No additional information is available.